Event description:
Repeated emergency admissions for abdominal pain of no known cause. Black menstrual discharge on a regular basis. Abdomen has swelled up like an apple. No physician will treat or remove these implants. I've been tested for everything from crohn's to colon cancer and diverticulitis for my abdominal pain. I have had repeated ultrasounds. I have a known nickel allergy. No one ever disclosed this device is made of nickel. No one has taken this seriously. Chronic fatigue, hair falling out, low energy, aching joints, bad complexion, chronic infected boils on buttocks and legs. Pieces of coils come out via urine.